Manufacturer narrative:
The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. The root cause of the patient's event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery.

Event description:
The surgeon reported the system stopped suddenly. The anterior chamber collapsed and a posterior capsule tear occurred. Additional information received stated, the surgeon performed an anterior vitrectomy, and a tension ring was implanted.